Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoir. Inspected the reservoirs o rings and grove stoppers for anomalies none were found. Performed basal and bolus leak test, filled the reservoirs with diluent, connected to new infusion sets and installed into a medtronic 7 series insulin pump conclusion the reservoirs do not leak.

Event description:
It was reported that customer had a box of faulty reservoirs. It was reported that insulin from reservoirs leaked into insulin pump. Issue was resolved when reservoirs from a different lot was used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.